Event description:
Patient with previous history of chronically infected heartware device, exchanged to heartmate iii in 2019 due to thrombosis, was admitted for the 7th infection related hospitalization (total both devices). Patient presented with worsening drainage and was found to have a pseudomonas isolate with increased antibiotic resistance, and now with klebsiella. Surgical incision & drainage was performed and patient was discharged home with vacuum-assisted closure (vac) dressing and a four week course of avycaz.